Manufacturer narrative:
(B)(4). The rt125 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) number of the similar product is k20332. Method: the returned rt125 breathing circuit was visually inspected for holes. Results: a small hole was found in the inspiratory tube of the breathing circuit. The hole appeared to be made by a thin, sharp object. A lot check revealed one other complaint of this nature for lot number 090302. Conclusion: a leak in the breathing circuit is usually detected by an alarm on the ventilator. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. Furthermore, the breathing circuit began leaking after one day of use. This suggests that the breathing circuit was punctured during use.

Event description:
A hospital in (B)(6) reported via a distributor that an rt125 infant bias flow breathing circuit leaked after one day of use. The hospital reported that there was a pinhole in the tube. No patient consequence was reported.